Manufacturer narrative:
Additional information: x-ray confirms the account that was given by the rep. It appears that part of the crescent implant was broken and removed, leaving half of the implant inside the patient. From the x-rays and the pictures of the broken pieces, it is unclear how or why the implant fractured.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a "revision fusion procedure at levels l2-l4 above the previous l4-l5 procedure. The cage was loaded on to the inserter and packed with bone. The surgeon inserted using a mallet (hitting very hard) and on impaction the implant shattered at the point of where it was loaded on the inserter. The conical nose broke off and the shattered portion was removed. The surgeon decided to leave the remaining portion insitu as it was difficult to attempt to remove so 2/3 remain insitu and two metal markers. He continued to the lower level and on the second cage insertion stated it was difficult as well ¿I will just hit it harder like I did for the last¿. I [rep] said not to, if it¿s not moving, don¿t hit it harder as hitting harder can cause it to break. On final x-ray at the level where the cage shattered, it appears the pedicle screw is exiting the endplate and may have impeded insertion and contributed to breakage. There were no patient complications reported."

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests significant force was utilized during the attempted insertion. Additionally, witness marks on the nose of the implant suggest significant force utilized during attempted implantation. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.